Event description:
The reporter states that after an x-ray revealed fluid buildup in her mother's stomach, doctors at (B)(6) hospital inserted a gastric tube intended to pump the stomach for 24 hours. During the procedure, the pump malfunctioned and stopped working; doctors were forced to disassemble the equipment and use a manual pump to attempt to clear the blockage, noting that such equipment frequently fails. This malfunction led to a catastrophic event where the patient vomited extensively, resulting in fluid entering her lungs. Consequently, her mother¿s status shifted to critical condition, and she was transferred to the ICU, marking the final time she was conscious or had her eyes open.